Manufacturer narrative:
The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) confirmed the analyzer was operating within specification. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys vitamin d total iii and elecsys ft4 IV assay results for 2 patient samples on a cobas e 801 module. Patient sample 1 the initial vitamin d result was 21.5 ng/ml. On (B)(6) 2025, the customer changed the reagent to a new lot and repeated the sample. The result was 75.7 ng/ml. The repeat result was deemed correct. Patient sample 2 the high ft4 result was 2.240 ng/dl, and the low ft4 result was 1.180 ng/dl.

Manufacturer narrative:
The vitamin d reagent lot used for the initial result was 86897200. The ft4 reagent lot number is 85251400. The expiration dates were not provided. The calibration recovery data provided was acceptable. The field service engineer (fse) replaced the gear pump head. The investigation is ongoing.